Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified the infusion programmed to run a primary and secondary bag; both infusions showed as completed on the date of occurrence. Functional flow rate accuracy testing was performed with no issues noted; the device met specifications. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.